Event description:
Customer reported that smoke was seen coming from the iui connector. Product was not in use on a pt at the time of the event. Medical intervention was not required. Customer stated that no further info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.